Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed the laser voltage was out of specifications high. He ran latron control and the counts were very low at 30 seconds. To resolve this issue, the rf (radio frequency) preamp was replaced. The instrument was verified and validated. (B)(4).

Event description:
Customer reported an error condition of laser (+1350) vdc was out of range when using the coulter lh 500 hematology analyzer in their laboratory. This error condition halted functionality of the analyzer, and it was taken out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.